Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. E1 - initial reporter establishment name: (B)(6) the device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fiber failure. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had one backlight is not working. The issue occurred during inspection for use. There were no reports of patient involvement.